Event description:
Report received from USA stating that the device will not secure attachment. The device was used during surgery. There was no patient or user injury. It is unknown if delay or medical intervention occurred. There is no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not secure attachment" could be confirmed. During service the device condition was noted in the pre-repair assessment notes. If additional information becomes available a supplemental report will be submitted. (B)(4).